Manufacturer narrative:
. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that the device was unable to be inserted properly due to subcutaneous fat. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the angio-seal device involved was attempted for hemostasis after endo vascular treatment (evt) in a patient with significant subcutaneous fat. After withdrawing a 6 fr destination sheath, the locator/insertion sheath assembly could not be inserted into the artery due to resistance. The physician decided that a vascular closure device was not suitable for the patient, and manual compression was applied for 0.5 hours to achieve hemostasis. Hemostasis was successfully achieved with manual compression only, with an estimated blood loss of less than 250cc. There was no direct allegation that the device caused or contributed to patient injury or the need for medical intervention. The procedure before deploying the device was permanent pace-maker implantation (ppi), and a pre-deployment angiogram was performed. A 6 fr sheath ancillary was used, with the puncture site distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 6 mm.